Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-49 mg/dl. Reportedly, the customer consumed carbohydrates to address the low bg. Customer alleged that the low bg was due to the customer incorrectly setting up basal rates. Tandem technical support advised the customer to always consult with a healthcare provider prior to adjusting the pump settings.